Event description:
It was reported that the device stopped working and system failure code e8 was displayed on the screen. No patient injury was reported.

Manufacturer narrative:
Manufacturing site address is unknown. Premarket (510k) number is unknown. A device history record (DHR) review was conducted by the supplier site. A product sample was received at the supplier site for evaluation. Visual and functional testing were performed by the supplier. Investigation conclusion and root cause to be determined by supplier. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.